Manufacturer narrative:
(B)(6). The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2011 with the following findings: a review of total daily dose history from (B)(4) 2011 to end of pump use on (B)(4) 2011 revealed that daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. Pump performs load and rewind step without piston stopping short. Pump loaded with a cartridge filled to 100 units; the piston accurately stops at 100 units. A 29-hour flow accuracy test was performed and the pump was found to be delivering insulin within specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient's mother called the distributor and reported her blood glucose levels were elevated over 18 mmol/l over the past five days with ketones. She says she changed the patient's infusion set three times and used new insulin each time. She increased the patient's basal doses and keeps correcting the patient's blood glucose but it remains elevated. There was no noted troubleshooting on the pump related to insulin delivery and pump settings.